Event description:
It was reported that this pacemaker was found to be operating in safety mode. A replacement procedure was performed. This pacemaker was explanted and replaced with a new device successfully. No additional adverse patient effects were reported.